Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results generated on an alinity c processing module for multiple patients. The events occurred between (B)(6) and (B)(6) 2020. The following results were provided: (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The trend review for the ict sample diluent (ln 7p53-20) found no trends related to this issue. The non-statistical trend review found an increase in tickets similar to this issue; however, no deficiency has been identified. No further investigation is indicated at this time. The ict sample diluent is used for analysis of electrolytes on the alinity c processing module. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations for the likely cause list number. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the ict diluent, (ln 7p53-20), was identified.